Event description:
An (B)(6) female pt underwent ivc filter retrieval on (B)(6) 2014. While attempting to retrieve a tulip ivc filter, the single snare loop on the retrieval device disconnected from the device inside the pts ivc. The physician used another retrieval device to successfully retrieve the cook loop snare w/o harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.